Event description:
Boston scientific received information that following the implant procedure the patient with this right atrial (ra) lead did not use an arm immobilizer. It was reported the patient stood up and became syncopal, but was able to catch themselves. A chest x-ray confirmed the lead had dislodged into he ventricle. There was also no capture. A revision procedure took place and the ra lead was successfully repositioned. There have been no additional adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.